Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data or the lead itself become available.

Event description:
It was reported that this lead dislodged approximately 40 days after the implantation and was repositioned. The lead remains implanted. Should additional information become available, this file will be updated.